Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that when the pod was activated, the adhesive was secure; however, after nearly two days of use, the adhesive began to loosen. The patient noted a blood of 20 mmol/l (360 mg/dl) and administered a bolus of 9 units, but the blood glucose level subsequently increased 21.5 mmol/l (387 mg/dl). As treatment, a new pod was placed.